Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, excessive force applied during suture passing/tightening /tensioning, and/or the device coming in contact with another device during use and damage the suture/anchor.

Event description:
On (B)(6) 2025, an arthrex employee reported via email that an ar-9928bck-mis biocomposite knotless achilles speedbridge implant system experienced an issue during use. After anchor insertion, one of the links for the knotless fibertaks was found to be frayed, and the link subsequently broke, preventing the passing of the repair suture through the anchor. The second fibertak anchor functioned as intended, and the procedure was completed without further complication. There was no harm to the patient, and the impact on the case was minimal, resulting in little to no procedural delay. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 17-dec-2025: the occurrence took place during a minimally invasive achilles repair procedure. The original fibertak anchor remained implanted, and the suture that could not be passed through the anchor was trimmed flush.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.